Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified the device has been cycled once; however, both of the anchors are out of the device. The sutures are discolored and have been cut and/or broken. One anchor was not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant sutures cannot be pushed out or be deployed. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: taiwan. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.